Manufacturer narrative:
The investigation of product damage (detached inflow/outflow - peripheral vessel) has been completed. The pump was returned for investigation. The catheter was found snapped from the grey connector of the red handle. All three motor current lines were open. The data log shows that the pump stopped at the end of the case run with alarm 115-impella stopped. As per the provided clinical details. The patient stood up and rolled onto the device, breaking the 9fr catheter at the red plug connection, with only the purge line holding it in place. Failure mode was reported and classified as pump stop/unable to start in the salesforce complaint. Product damage failure mode was changed to pump stop after investigating the clinical details and returned product. The cause of the pump stop issue was an open electrical line at gray kink protector. Added: h6 impact code 4627.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, upon standing up, the patient rolled over on top of the device where it broke in half at the connection of the 9 french catheter where it connects to the red plug. The only thing holding it in place was the purge line. The patient remains on support.